Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pocket incision for this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was open and bacteremia was suspected. Antibiotics had been administered however were unsuccessful in resolving the infection. An invasive procedure was performed. The system was successfully explanted. No additional adverse patient effects were reported.